Event description:
It was reported a patient had a coronary intervention in 2009, via the right femoral artery and an angio-seal evolution was deployed. The following day, the patient had an ultrasound guided compression of a pseudoaneurysm ni the right femoral artery. No further complications were reported. The patient was taking anticoagulants as prescribed.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.